Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: the cause of the bleed was not determined due to insufficient clinical details. Device history lot: device lot: 1842983. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical codes were corrected and repopulated accordingly.

Event description:
It was reported that a patient implanted with an impella 5.5 had bleeding at the anastomosis site. The patient was transfused multiple units of red blood cells and platelets. Additionally, the patient coded multiple times. The patient expired on impella support.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.